Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported the specific date the patient started feeling the unpleasant stimulation was unclear. The procedure performed included intraoperative testing with an external neurostimulator (ens). The physician opened the patient, disconnected the leads from the ins and, with a sterile test-cable and an ens, intraoperative test stimulation took place in order to find out if the unpleasant stimulation was coming from the power of the ins or something else. According to the patient's feedback, the stimulation felt unpleasant as well with the stimulation from the test-cable and ens. The physician decided to close (connect the leads back to the ins). There was no explant for the moment, however, further discussion with the patient on how to proceed needs to be done to decide on the next steps. The cause of the stimulation issues was not determined and it was unknown what factors may have led or contributed to the issue. The impedances were all within normal range. According to the patient, the unpleasant feeling started after he had a cerebrospinal fluid (csf) leak after an or (not related to the spinal cord stimulator implant, which took place years before). And although the csf leak was fixed, the unpleasant feeling did not disappear.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with an implantable neurostimulator (ins). The patient knew what "normal" stimulation felt like since he used the ins for many years with successful pain reduction. The problem now was that the ins evoked unpleasant stimulation and there was painful sensation with a higher voltage. This unpleasant stimulation held on over several days after switching the ins off. Even with a very low voltage (less than 1.0 volts), the stimulation felt very intensive and the feeling was not as pleasant as it used to be. It was unknown what factors may have caused or contributed to the issue. There needed to be further research. Reprogramming was performed by the physician but did not help. The therapy was stopped (the ins was switched off) and the unpleasant stimulation sensation stayed for several weeks until it was completely gone. The impedance measured fine. No interventions took place so far and the event was unresolved. A surgical intervention was planned, but not yet scheduled.

Manufacturer narrative:
The type of report has been updated to serious injury.